Manufacturer narrative:
The suspect device was returned to olympus for evaluation due to ¿lost power." The device was not returned in the original package, so the lot is based off the salesforce number. The model¿s name is legible on the complaint device and located on the cord portion. The device was received with the jaws open, clamp lever unlocked. The clamp lever latch lock is in the locked position. The distal end was inspected under the microscope and the following was noted. The jaw dots (stand-offs) are present. There were no particulates missing from the jaw overmold (white portion of the jaw). The electrode is intact with the jaw overmold, and there is no separation between the two sections. The driver slots and drive pin do not appear worn, and there is no tissue inside the driver slots. For inspection of the jaw gap, toe in/toe out, the evaluator identified that the rear proximal dots come into contact with the other jaw; however, the distal end dots do not, when fully grasping the jaw section. The device was connected to an esg-400 generator for coagulation testing. When connecting the complaint device to the test generator-via the universal port-the powerseal was identified, which displayed on the touch screen. When trying to activate, error code I 764 would immediately appear and the suspect device could not be tested.

Event description:
A customer reported to olympus that a powerseal device lost power 20 minutes into an unspecified therapeutic procedure. No error message was reported. The physician required another powerseal to complete the procedure, which caused a disruption, inconvenience and extra time to obtain the back-up device. The generator that was used the procedure was not changed. The condition of the patient was not impacted by the failure. This complaint is being submitted for loss of power during a procedure.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The customer provided additional information and clarified the initially reported event. The device malfunction was identified after twenty minutes. The intended procedure was completed and there were no patient issues reported. There were no adverse events or procedural delays reported. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is 3011050570.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3011050570.